Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient angina, vascular dissection, obstruction/occlusion and medical intervention appears to be related to operational context. In this case it is possible that the reported patient angina, vascular dissection, obstruction/occlusion and medical intervention are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4118, 3233, and 11 no longer apply.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a severely mid and proximal left anterior descending artery (lad). Six treatments were performed in the distal lesion. There was no pain or hemodynamic issues observed. The oad was advanced to the proximal lad lesion. Two low speed treatments were performed. Post treatment, the patient experienced severe angina. Angiographic imaging was observed and the physician believed it was a perforation and no flow in the lad. Balloon angioplasty was performed and two stents were placed in the lesion. There was no bleeding visible with angiographic imaging and echocardiogram. It was later determined this was thought to be a dissection per the physician. The patient was in stable condition.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a severely mid and proximal left anterior descending artery (lad). Six treatments were performed in the distal lesion. There was no pain or hemodynamic issues observed. The oad was advanced to the proximal lad lesion. Two low speed treatments were performed. Post treatment, the patient experienced severe angina. Angiographic imaging was observed and the physician believed it was a perforation and no flow in the lad. Balloon angioplasty was performed and two stents were placed in the lesion. There was no bleeding visible with angiographic imaging and echocardiogram. It was later determined this was thought to be a dissection per the physician. The patient was in stable condition.